Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment on her insulin pump was cracked, and that the damage has been getting worse over time to the point that the reservoir no longer stays in place. The patient's blood glucose at the time of incident was 76 mg/dl. The customer confirmed that the pump had not been dropped and that the crack was the product of normal wear and tear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.